Event description:
Patient with nonischemic cardiomyopathy who underwent implantation of a single-chamber ICD 3 years ago. He was upgraded to a medtronic biv ICD 7 months ago, after he underwent av node ablation for inappropriate shocks due to chronic af with rapid ventricular response. He recently presented to an outside hospital after inappropriate ICD shocks and alarm tones from his ICD. The device was interrogated and it was discovered that his rv lead was fractured. He was evaluated by the electrophysiology staff and deemed an appropriate candidate for rv lead extraction and implantation of a new rv lead.====================== manufacturer response for sprint fidelis lead, sprint fidelis lead======================sprint fidelis lead is a FDA recalled. Lead is sequestered by hospital.